Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the customer's insulin pump no longer worked. Customer was using sister-in-law's insulin pump when they were on a temporary basal.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were experiencing low blood glucose on (B)(6) 2020 with blood glucose of 63 mg/dl at the time of the incident. The customer used food and milk to treat. The customer experienced symptoms such as mental confusion, inability to follow simple commands, and weakness. The customer was wearing the insulin pump during the incident. The customer stated they were on a temporary basal at the time of the call, and requested to disconnect herself from the pump. Troubleshooting was not completed. No further details were obtained as the call got disconnected and the customer could no longer be reached. Emergency medical services were called by the medtronic technical support representative. The insulin pump will not be returned for analysis.